Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to zones 3 and 4 not opening was due to thermal damage resulting from an electrical fault on u501 on the pyxis module controller board. A field service engineer noted that the drawer board issue was caused by the pyxis module controller board. All three printed circuit board assembly were replaced to resolve the issue. Tested and verified proper operation through application with the nurse manager. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medbank mini drawers in zones 3 and 4 do not open. There were no adverse events or injuries reported based on this event.